Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The customer initially tested on the meter at 11:21 a.m. With a result of 4.8 inr. The customer re-tested on the meter at 11:30 a.m. With a result of 8.0 inr. The customer tested again at 8:34 p.m. On the meter with a result of 1.8 inr. The customer re-tested on the meter at 8:38 p.m. With a result of 2.4 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is fine, although he currently has a yeast infection. According to the initial reporter, the customer does not apply blood properly to the test strip. The specifics surrounding how the customer is not applying blood properly was not provided. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.